Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. The reported adverse event/incident was identified by endologix through an ongoing review of industry relevant journal articles where patient related outcomes are presented anonymously, and patient specific device information is unavailable. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed as the reported event was found during publication review where the patient information is anonymous. Device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text: device remains implanted.

Event description:
The reported incident was identified by endologix through review of an industry relevant journal article. Doi.org/10.1016/j.jvscit.2024.101551. Anaphylactoid reactions during implantation of polymer-filled ring stent grafts for treatment of abdominal aortic aneurysms. Félix h. Savoie-white, md, ms caroline marchand, md, ievgen gegiia, md, msc, yves lachance-lemay, md, nathalie gilbert, md, julien bernatchez, md, msc, and ghislain nourissat, md, ms it was reported in this journal article that between 2015 to 2023, of which 90 stent grafts were from the endologix platform (ovation ix main body or alto main body). Our early perioperative complications using the inflatable polymer ring system are type ia (12), type ii endoleak (13), and stent thrombosis or stenosis (13). The exact case date, event details, lot numbers, and catalog numbers are unknown. No additional information will become available regarding this initial/final report due to the absence of patient identifiers. Note: as the exact date of incident is unknown, the best estimated date was selected.